Event description:
During index procedure, 2 in.pact admiral were used and 2 complete se were used to treat persistent restenosis on the same day. Approximately 27 months post index procedure patient suffered thrombosis in the target lesion. Revascularization of the target lesion was carried out to treat the thrombosis. Patient recovered.

Manufacturer narrative:
The cec has adjudicated that the event is related to the device but not the procedure or paclitaxel.if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Revascularization was carried out approximately 5 weeks post thrombosis event if information is provided in the future, a supplemental report will be issued.